Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, the stent was successfully deployed to treat a dissection in the circumflex artery. The pt left the cath lab in stable condition. The pt returned to the cath lab 1 hr later with chest pain and st elevations. Angiography revealed that the lad was totally occluded. An attempt was made to treat the stenosis in the lad with an add'l 3.5x15mm stent. The pt expired following an unknown time period after the second procedure. An autopsy revealed that both the stents had thromboses. Anticoagulation status of the pt is unknown, however the pt had rec'd iib/iiia inhibitors and reopro at some point during one of the procedures.